Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG test failure. The customer tried troubleshooting the issue using different trunk cables and lead sets but the issue remained. There was no patient involvement.